Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No bolus anomaly noted during testing. The insulin pump received without battery cap unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked display window, cracked case and missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that insulin was not being delivered. It was reported that the customer had high blood glucose levels. It was reported that the pump had damaged on battery compartment. The customer's blood glucose level was reported to be 60mg/dl. The customer's blood glucose level was reported to have been as high as 447mg/dl. It was reported that the customer had treated highs with manual injections. It was reported that the pump would be replaced and returned for analysis.